Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue patient monitor mx450 had a speaker malfuction. The unit displayed a constant "speaker malfunction" error message and was not making any sound at all. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The remote support engineer (rse) talked to the customer and confirmed the speaker malfunction error and no sound issue. The rse advised the customer to replace the defective speaker to solve the issue. Results of functional testing indicate the speaker is defective and need replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed the customer was provided a replacement speaker assembly to resolve the issue.